Manufacturer narrative:
The report received from the affiliate states that while placing the stent in the right femoral artery, the operator found resistance in the vessel. During the withdrawal the operator realized that a few millimeters of the stent had partially opened in the vessel not at the lesion site. When the physician pulled the stent out from the patient it was noted that almost fifty percent of the stent came out of the delivery system. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile pkg assy 8x080 smart vas 120cm was received coiled inside a plastic bag. Stent was partially deployed 13.58 mm, and locking pin was in place. One kink was detected at 1.1 cm from proximal end. Blood residues could be observed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Deployment process was completed and no anomalies were found. The sds was introduced into a lab sample fr6 csi introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'tracking difficulty' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported "deployment difficulty-premature/in patient-during withdrawal" by the customer was confirmed. The exact cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related; during functional test no anomalies were found. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate states that while placing the stent in the right femoral artery, the operator found resistance in the vessel. During the withdrawal the operator realized that few mm of the stent partially opened up in the vessel which was not the lesion site. So, finally when he pulled out the stent from the patient and realized the almost fifty percent of the stent came out of the delivery system. Please note that no additional patient or procedural information was provided.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.